Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right ventricular (rv) lead which resulted in two inappropriate shocks. Further review found poor thresholds as well, so the device was programmed to maximum outputs until a revision could occur. The lead was then successfully repositioned and there were no additional adverse patient effects reported. Both products remain in service.